Event description:
Chemo pharmacist and technician went to prepare chemotherapy in biological safety cabinet. Technician using proper technique attempted to add diluent to chemotherapy vial. Some diluent went into vial and some diluent leaked onto chemo absorbent mat in hood. Product in question contained for management review.